Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/6/2023. H6 component code: g07002 - device not returned. H6 component code: c22 - video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: device follow up. H3 investigational summary: video analysis: this is an analysis for a video submitted to ethicon for evaluation. During the visual analysis, the following was observed: the video shows a combination of needle/suture used, the user shows the ends of the suture. The video is not clear to determine the failure mode or the reported condition. Based on the video review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a abdominoplasty procedure on 6-oct-2023 and suture was used. At the time of applying the base of the wire that secures the wire to the tissue, the wire has become loose. Another wire from the same manufacturer has been used to end the procedure. There were no patient consequences reported. Additional information was requested.